Event description:
During a percutaneous transluminal angioplasty to an artery located below the knee the balloon ruptured. There were no anomalies noted during product inspection or when prepping device. The product was prepped according to the instructions for use. There were severe calcifications, moderate vessel tortuosity and 99% stenosis present. An indeflator was used for inflating balloon however at nominal pressure, balloon ruptured during dilatation. There was no seperation of any balloon part, no vessel dissection or deflation difficulty reported. The balloon was withdrawn without difficulty through the sheath introducer and exchanged for another balloon to end procedure successfully. There was no adverse consequence to the patient.